Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was stretched. No problems were seen with fluid passing freely through the fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose to 290 mg/dl. The pod was worn between 24 and 36 hours on the arm.